Manufacturer narrative:
December 20, 2015 06:02 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro was opened for the procedure but wouldn't work. They tried a couple of different bipolar cords without success. A replacement device was opened and used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25118750, 25118941 and 25120151 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro was opened for the procedure but wouldn't work. They tried a couple of different bipolar cords without success. A replacement device was opened and used to complete the procedure. The hospital did not report any patient effects.